Event description:
It was reported that a patient underwent an unknown procedure with plate implantation. At an unknown time post-op, "it was noted that a screw had backed out of the plate and was penetrating the esophagus. The other screws remained intact and patient was being monitored and treated for esophageal complication. The patient vomited the screw which penetrated the esophagus and is being treated for esophogeal tear. The decision was made not to remove the plate as surgical risk was not justified." No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The plate was not returned for analysis. However, the associated screw was returned and analysis shows that one screw back out as both locking caps are in the unlock position (not covering the screw heads). The origin of the locking caps in unlock position cannot be determined with the provided information. No deviation or non-conformance has been recorded for this lot number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.